Manufacturer narrative:
(B)(4) customer returned pump for an alleged shortened battery life and cosmetic damage (crack) on the back of the pump found on march 13, 2022. The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify shortened battery life (low battery alert) anomaly due to critical pump error (open book image) alarm. Unable to interrupt critical pump error (open book) alarm to download firmware using crest. The pump was cut open to perform a visual inspection. Moisture damage was found on the inside of the battery tube, on the rf chip on electrical board 1 and vibrate harness assembly. A test electrical board 1, motor, and force sensor were was swapped out and successfully downloaded firmware utilizing crest and then downloaded the trace, history, and comlink3 files using thus. A review of the downloaded trace/history files shows no fatal alarms or multiple critical error handling alarms occurred. Main rf test failure [0x45] was found in the comlink3 file. Critical pump error (open book image) alarm and main rf test failure are due to moisture damage on the rf chip of electrical board 1. The force sensor zero offset is within specification (24.6 mv). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked battery tube threads, cracked battery compartment at the corner of the belt clip rails, serial number label stained and faded, end cap address label faded, cracked select button keypad overlay, stained keypad overlay, missing display window cover, and pillowing keypad overlay. Critical pump error (open book image) alarm due to moisture damage. Cosmetic damage (crack) on the back of the pump is confirmed. Shortened battery life (low battery alert) anomaly is unknown due to critical pump error (open book image) alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump battery did not last for 7 days and had physical damage. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Insulin pump was returned for analysis.